Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging an unknown issue with his onetouch link meter. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on ¿(B)(6) 2014 at 7:30¿. The patient manages his diabetes with an insulin pump and took no action in regards to his usual diabetes management routine in response to the alleged issue. The patient claimed he obtained a reading of 108mg/dl and a few minutes later developed symptoms of ¿passed out¿. On ¿(B)(6) 2014 at 7:35¿ the patient self-treated with food/drink. At the time of troubleshooting the cca was unable to determine what the issue was with the subject device. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.